Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 6 atm for 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.